Event description:
As reported through the partners 2 clinical trial, 29 days post transcatheter aortic valve replacement, the patient was hospitalized with left-facial, mouth, and upper and lower extremity paralysis. The patient was subsequently diagnosed with an ischemic stroke.

Event description:
As reported through the (B)(4) trial, 28 days post transcatheter aortic valve replacement (tavr) the patient was admitted to the hospital with shortness of breath, 3+ pitting edema, hyponatremia, and an ejection fraction of 15-20%. Per the clinical trial database: the reason for the patient's hospitalization was congestive heart failure (chf). The outcome of the event was the patient's expiration 22 days after being admitted to the hospital. The event was described as having not been caused by a device malfunction. The official cause of death is unknown at this time.

Manufacturer narrative:
On (B)(4)-2012, the clinical trial database was updated and the description of the event was changed from an ischemic stroke to the reported congestive heart failure. All details regarding the stroke were replaced with the events related to the congestive heart failure. The reason for this change is not known. Despite numerous attempts to obtain the hospital records related to this event, the hospital records could not be obtained. The device is not available for analysis as, per the clinical trial database, it was not explanted after the patient's expiration. Per the instruction for use (IFU), heart failure is a potential risk associated with aortic valve replacement and bioprosthetic heart valves. Congestive heart failure can have multiple etiologies and is often due to the progression of underlying disease processes, including coronary artery disease, uncontrolled hypertension, myocardial infarction, cardiomyopathy, fluid overload, or valvular dysfunction. Risk factors that increase a patient's risk of suffering from chf include obesity, advanced age, and a history of smoking. In this case, the root cause of the reported chf cannot be confirmed, however, there is no allegation of device malfunction. The patient's preexisting chf, advanced age, and comorbidities (cad, htn, mi) could have contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device; therefore no further actions are required.

Manufacturer narrative:
The investigation is ongoing.